Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that the patient's pain was not being covered, so the physician chose to replace the battery within a year of implant. Troubleshooting performed was reported to be unknown and the cause was not determined. The ins was reported to have been explanted on (B)(6) 2024. The ins was returned for analysis.

Event description:
Additional info was received from manufacturer representative (rep) who reported product issue was before the explant. The patients pain was not being covered and physician chose to replace battery within a year of initial implant. Impedances were not checked prior to explant. The battery was charged and interrogated and cause of ins not providing relief was unknown. Rep reports the patient was reprogrammed from high density (hd) to differential target multiplexed (dtm) but that still did not make a difference in pain.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.